Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience xpedition 2.25x18mm; medication: aspirin 100mg/day [stopped on (B)(6) 2018], clopidogrel 75mg/day. The stent remains in the patient and there was no reported device malfunction. The reported patient effect of stenosis is listed in the xience xpedition instructions, as a known patient effect. A review of the lot history record could not be performed as no lot number was provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2015 the 3.5x18mm xience xpedition stent was implanted in the 13mm, vessel diameter 3.5mm, 75% stenosis in the mid left anterior descending coronary artery (lad) and the 2.25x18 mm xience xpedition stent was implanted in the atrio-ventricular (av) artery. On 04/18/2017, 75% in-stent restenosis (isr) was found in the mid lad. On (B)(6) 2017, percutaneous revascularization was performed with a drug eluting stent in the mid lad. The condition resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: implant date updated from (B)(6) 2015 to (B)(6) 2015.

Event description:
Subsequent to the previously filed report, additional information was received that the xience xpedition was implanted on (B)(6) 2015. No additional information was provided.